Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, b6, d6b, e1, h6.

Event description:
Healthcare professional reported, left side rupture, and exchange of textured devices, due to patient's concern with product. Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left-side rupture and exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe. No other observations observed, no further actions are required.

Event description:
Physician reported left-side rupture and exchange of textured devices due to patient's concern with product. Device explanted.